Event description:
Customer states that none of the keys on the insulin pump are working. The blood glucose reading is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.